Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the presence of a charge-pak icon on the readiness display. Physio determined that the cause of the charge-pak icon was that the device had been connected to either a patient or a patient test load (it's unknown which) after the device's charge-pak assembly had been replaced. The new charge-pak assembly was installed on 3/22/2016 and the patient load was connected to the device on (B)(6) 2016; therefore, the presence of the charge-pak icon is normal device operation. The lifepak cr plus operating instructions advise device owners to replace the charge-pak battery charger after each use of the defibrillator. When the charge-pak icon is present, the end user should replace the charge-pak battery charger. Physio also verified that the device did not provide voice prompts when powered on. Physio determined that the cause of the observed issue was that there was no sound output from the speaker assembly. Physio observed that the speaker measured as electrically open at the lugs on the speaker housing. Physio also observed non-shorting tin whiskers on the device's charge-pak flex cable assembly; however, there was no evidence that it caused, or could cause, a short. Physio confirmed that the device would power on, charge and shock during testing. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was displaying a charge-pak icon on the readiness display, despite the customer advising that they had recently installed a new charge-pak assembly. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that it did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient.